Manufacturer narrative:
Device used for treatment, not diagnosis. Additioanal product code: hwc. (B)(4). This report is for (1) unknown unk - screw locking/unknown lot number. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: one plate (part number unknown, lot number unknown - unknown if right or left plate). (B)(4): the screw head broke off during removal and the shaft of the screw was left in place. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) calcaneus on (B)(6) 2014. On (B)(6) 2016, the patient had a hardware removal due to pain. As the surgeon was removing a 2.7 va locking screws from a va anterolateral calcaneus plate, several screw heads broke off from the rest of the screw which made the removal difficult. One screw was left inside patient. A routine x-ray was performed to assist with the removal of the hardware. The patient was not revised with new implants since the fracture had healed. There was no surgical time delay. The procedure was completed successfully. The patient status was not reported. This complaint involves one part data. Concomitant medical products: one plate (part number unknown, lot number unknown - unknown if right or left plate). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient weight was reported previously as (B)(6). This report is for unknown quantity of locking screw (s) part/lot number unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.